Manufacturer narrative:
H10: through follow-up communication livanova learned that the error message displayed by the customer was related to stirring mechanism that uses too much power. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, stirrer motor was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in fort lauderdale, florida. Most likley root cause could be due to power supply board that need to be replaced. Also service kit mains board and connector 2p have been ordered and will be replaced. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed multiple error codes during maintenance activity. There was no patient involvement.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2022 and no other similar events have been reported. It was not reported which was the error codes displayed by the unit. Considering the gathered insight and the result of investigations performed on similar cases, the root cause of the event has been traced back to a failure of the stirring mechanism, which is likely to assume was stuck or no longer moving freely. Environmental conditions, such as high temperatures, humidity, condensation, and water infiltration may have contributed to the failure of the motor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.